Manufacturer narrative:
Tracking number: (B)(4).

Event description:
According to the reporter, the device was used during a lobectomy. Upon the first fire for the left upper lobe resection, the top of the reload was stuck on the pulmonary artery, and a strong force was applied to the tissue. The tissue was damaged and the patient lost 1,700 ml of blood caused by the problem. To correct the problem, a blood transfusion was performed, and the surgeon converted to an open procedure. No introducer guide was used at this point. The patient had been left the hospital. No other adverse events reported.